Event description:
It was reported that a remote monitoring transmission was sent due to the patient having received a possible inappropriate therapy for supraventricular tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 694765, lead, implanted: (B)(6) 2012. (B)(4).